Event description:
It was reported that the patient presented for follow up with high capture threshold exhibited by the left ventricular lead. The lead was capped on and replaced on (B)(6) 2021. The patient was in stable condition.